Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient reported the implant pocket was swollen and tender and was pain was experienced underneath the device. The system was explanted. No additional adverse patient effects were reported.